Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump reported a compromised force sensor alarm. It was also reported that the compromised force sensor alarm was noted in the device's alarm history. The customer's blood glucose was reported to be normal, and did not require medical treatment. The device was found to be out of warranty. Nothing is being returned or replaced at this time.